Event description:
Had mentor smooth saline breast implants put in 3 years prior in 2010. Started getting burning, tingling, and numbness in arms, hands, legs, and feet. In constant body pain since then. Diagnosed with fibromyalgia in 2013. Extreme fatigue and short of breath. FDA safety report ID # (B)(4).